Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a shaft fracture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous left superficial femoral artery. This 4.00mm x 1.5cm x140cm ous spcb flextome mr cutting balloon was selected and during preparation the physician was removing the balloon protector when the shaft separated. The procedure was continued with another spcb flextome mr. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with the catheter in two sections which was due to a result of a break proximal to the rx port. The balloon protector was returned in the correct position on the balloon. It was not possible to apply a vacuum to the balloon due to the break in the shaft therefore the balloon protector was removed without vacuum with expected resistance. A microscopic examination observed no damage to the balloon or blades. All blades were present and fully bonded to the balloon. The tip of the device was microscopically examined and no issues were noted with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a shaft fracture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous left superficial femoral artery. This 4.00mm x 1.5cm x140cm ous spcb flextome mr cutting balloon was selected and during preparation the physician was removing the balloon protector when the shaft separated. The procedure was continued with another spcb flextome mr. No patient complications were reported and the patient's status is good.